Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the right ventricular (rv) lead had dislodged. It was noted that there was a loss of capture. Additionally, a heart rate of 30 was reported. The dislodgment was confirmed through x-ray. The rv lead was explanted and replaced. No additional adverse patient effects were reported.